Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism. The device ran for 710 pulses before being deactivated. No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase. Cracks were observed on the top housing. No internal components were found to be damaged. The cause and timing of the damage could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the pink slide did not move forward and the cannula was bent; indicating the needle mechanism did not function as intended. The pod was worn on the patient's back for between 4 and 24 hours. As treatment, a new pod was applied.